Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent system was used during a biliary transhepatic stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located in the common bile duct and was 1-2cm in length. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was fully deployed at the target lesion. Following placement, the stent did not fully expand and was noted to appear "squished down". When withdrawing the stent delivery system, it was noticed under fluoroscopy that the stent was moved out of position. It was reported that the outer sheath was not closed to the tip of the device prior to removal. The stent was removed from the patient. No visible issues were noted to the device. The procedure was completed with another wallflex biliary transhepatic stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent system was used during a biliary transhepatic stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located in the common bile duct and was 1-2cm in length. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was fully deployed at the target lesion. Following placement, the stent did not fully expand and was noted to appear "squished down." When withdrawing the stent delivery system, it was noticed under fluoroscopy that the stent was moved out of position. It was reported that the outer sheath was not closed to the tip of the device prior to removal. The stent was removed from the patient. No visible issues were noted to the device. The procedure was completed with another wallflex biliary transhepatic stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be okay.

Manufacturer narrative:
The stent had been deployed from the device and was returned. A visual examination of the returned delivery system found that the outer sheath was closed to the tip on the device indicating that the delivery system was closed prior to withdrawal of the device. No issues were noted with the delivery system or the fully expanded stent. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Analysis of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. The investigation was unable to confirm the complaint.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device component (B)(4) relates to the device problem (B)(4) and (B)(4) for the reported event of stent failed to expand and stent positioning issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.